Event description:
A facility representative reported that during an intraocular lens (iol) implanting procedure, shooter went on top of the lens causing it to scratch on the iol after implanted. The procedure was completed with another iol during initial procedure. The patient was doing well post surgery. Additional information received and stated that, as per the surgeons opinion product did not contributed the event and due to technical error while loading the iol caused to contribute the event.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A handpiece sample was not received at the manufacturing site for evaluation for the report of overrode lens causing a scratch; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).